Event description:
It was reported that durning a percutnaneous nephrolithotomy procedure that occurred in 2006, they inadvertently used a 10mm balloon for the procedure, which compromised the ureteric orifice and led to internal bleeding. The physician felt this was caused by the patient placement of the tumor and the larger balloon selection. The patient was referred to another physician for intervention. No further information is available at this time.

Manufacturer narrative:
The device has not been recieved by this manfacturer. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relatioship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.